Event description:
Cvs warm mist humidifier (model number 796588) is possibly dispersing tungsten, likely from the heating element, into the warm mist which is then being dispersed wherever the mist settles. Using the humidifier for weeks or months then causes long-term chronic exposure to tungsten. Independent lab reports I have had done show that the level of tungsten in my system when the humidifier was in use for many weeks or months is as high as 8.3 microgram/24 hour. The reference interval for tungsten is 0.4 mg/24 hr. In the months when I do not use the humidifier the level of tungsten in my system is between 0.0 and 0.3 microgram 24 hr. When I am using the warm mist humidifier nightly for weeks to months I have contracted folliculitis (as diagnosed by a dermatologist). When I stop using the humidifier the folliculitis clears up. Skin contact with tungsten is known to cause folliculitis. Of most concern is that long-term chronic exposure to tungsten via inhalation has been associated with lung cancer. At all times I have used this product correctly as explained by the MFR. I have kept it cleaned on schedule and always followed all directions.